Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had abruptly died without any low battery alert, pump failed new battery test, pump beeps for no reason, pump noisier during rewind, reservoir getting stuck when unscrewing from plunger, insulin pump squirted insulin during priming, and some cracking in pump casing around reservoir. The customer's blood glucose level was unknown at the time of the incident. Troubleshooting was not completed as attempt to contact customer has been unsuccessful. The insulin pump will be returned for analysis.